Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. A 3.5x28mm taxus express2 drug eluting stent (des) had been selected to treat an unspecified tortuous lesion. The physician attempted to advance the 3.5x28mm taxus express2 des but the device would not adequately cross the lesion. Upon removal, it was noticed that the middle portion of the stent appeared "lifted". There were no patient complications reported with the patient's current condition listed as "good".